Event description:
It was reported that the cadd legacy pump alarmed to indicate that there was 13.2 ml of remaining volume (under infusion). The product problem occurred during patient use but did not cause or contribute to any adverse patient health effects.